Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported, "rasp handle and accolade rasp was not well fixed, and so made clattering sound. When surgeon impact on the end of the rasp handle to insert rasp handle with rasp into femur part of the body, rasp and handle was separated and the head of rasp handle was broken."